Manufacturer narrative:
The lot was manufactured from april 02, 2019 - april 03, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. It was further reported that the expected time of the infusion is only 1 hour; however it took 1.5 hour to 1 hour and 45 minutes. The device was filled with fosfomycin 4000 mg in 250 ml glucose 5% bp. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.